Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Event description:
N/a

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d8, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes and investigation conclusions), h11. A getinge field service engineer (fse) was dispatched to evaluate the iabp unit and was able to confirm the reported issue. The fse replaced the motor control board, power management board, backplane board and solenoid control board to resolve the issue but the hospital is refusing to accept the device until measures are taken to address the solenoid driver board and power management board. If information is received, the complaint will be reopened and updated. The following investigation was performed by technician of the maquet failure analysis and testing dept. (Fat) wayne, nj. The failure analysis and testing dept. Received the following parts associated with this complaint: pn: 0670-00-1162 rev. J, pn: 0670-00-1159 rev. B, pn: 0670-00-1163 rev. D, pn: 0670-00-1161 rev. B. Parts were received with a reported failure of a shutdown while in use on a patient. The fat performed a visual inspection and found pn: 0670-00-1159 has smoke damage. Pn: 0670-00-1161 has blown components. Root cause for these two parts is impossible to define. The other parts were in good condition. The fat installed pn: 0670-00-1162 in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. The unit powers up automatically indicating a fault on this part. The fat installed pn: 0670-00-1163 in cardiosave test fixture serial number: (B)(6) and tested the part to factory specifications per the cardiosave service manual part number: 0070-00-0639 revision r. No issues found. Sending pn: 0670-00-1162 to the supplier for failure analysis per procedure number: 0002-07-d008 rev. As. Retaining the other parts in the failure analysis and testing department per procedure number: 0002-07-d008 rev. As. The following was submitted by the technician of the maquet failure analysis and testing dept. (Fat) wayne, nj: ar 31 mar 2025. Failure analysis received from the supplier for the part. They stated: "1. Perform visual check result: no abnormality found 2. Board was re-tested at fct result: failed step 8.9.6.1 bcp, ac/bulk, (dcin/bat) (pathenable) at tp73 & 8.9.8 bcp, ac/bulk, (dcin/bat) (pathenable) at tp59 3. Perform troubleshooting on the board - found q31, q33, q35 defective" root cause for this part is faulty q31, q33, and q35. Retaining the part in the failure analysis and testing department per procedure number: 0002-07-d008 rev. At. The probable root cause for the power management board is that there is no surge protection in the interface between the charging circuitry and the batteries installed in the power slots of the unit or the tantalum capacitors used on the solenoid control board and power management board are not within the capacitor manufacturer¿s (vishay) de-rating guidelines which may result in capacitor failure causing an overcurrent condition on the vbulk power supply which damages the power management board.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 site name: (B)(6) hospital.

Event description:
It was reported that while in use by patient, the cardiosave intra-aortic balloon pump (iabp) unit shutdown, they smelled something burning, and it was unable to be restarted. Replaced with in-hospital cs300. There was no patient harm.